Manufacturer narrative:
(B)(4). The device was manufactured 10/14/2015 ¿ 10/15/2015. The device was returned and an evaluation is complete. Visual inspection was performed with no issues noted. A functional leak test was performed by filling the device with water. During and after fill, no evidence of a leak was observed from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a small volume folfusor during filling with sodium chloride solution. There was no patient involvement. No additional information is available.